Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 70°, hd, had a cracked lens caused by a fall during reprocessing. During physical inspection, the service department also found a slightly bent tube, numerous small impressions in the tube casing, a damaged optical channel, and a cracked optical element. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.